Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent/kinked tubing event on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012106, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012106 was manufactured according to the work instruction (wi) version 82 and packaging in the machine multivac 12 on 11-mar-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5c00142 was manufactured according to the (wi) version 29 and manufactured in the line assembly of quick set on 11-mar-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5c00143 was manufactured according to the (wi) version 29 and manufactured in the line assembly of quick set on 12-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5c00159 was manufactured according to the (wi) version 42 and manufactured in the machine 04-08 on 09-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5c00160 was manufactured according to the (wi) version 42 and manufactured in the machine 04-08 on 11-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5b04989 was manufactured according to the (wi) version 42 and manufactured in the machine 04-08 on 07-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.